Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2021 product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 04-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer representative that at the patient's first post operation visit an x-ray found that the lead had pulled out of the space. It was unknown if any external or patient factors contributed to the issue. The programming was left alone as the patient was scheduled for a lead revision on (B)(6). The issue was not resolved at the time of the report. No patient symptoms reported.